Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection received device had a broken lock and wear and tear on nail and helical blade. Received condition agrees with complaint condition. During the investigation, no product design issues were observed that may have contributed to the complaint condition. Raw material receiving/putaway checklist met all inspection acceptance criteria. The complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : manufacturing location: monument, manufacturing date: 25-mar-2017, part number: 456.314, 10mm/125 deg ti cann troch fixation nail 170mm, lot number: h330070 (non-sterile). Component parts reviewed: part number: 456.314.3, lock driver tfn, bp 55, lot number: h226869, part number: 456.314.2, 125 degree lock prong tfn, bp 58, lot number: h286494, part number: 21069, tialnbri18.00, bp 80. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwc. Implant date: date of implantation is an unknown date in (B)(6) 2017. Device evaluated by MFR: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a removal procedure due to pseudoarthrosis. Patient was initially implanted with a titanium (ti) cannulated trochanteric fixation nail (tfn), femoral neck screw, and locking bolt to treat a trochanteric breakage in (B)(6) 2017. A surgical delay of unknown duration occurred. Patient status is unknown. This report is for a ti cannulated tfn. This is report 1 of 3 for (B)(4).